Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload was partially fired with the interlock engaged. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the deformed anvil clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic distal gastrectomy procedure. The device was being used for the cutting of the stomach body. The stapler was able to fire but there was poor staple formation. The staples were not formed in the 'b' shape. The staple line was incomplete at the proximal end. In order to resolve the issue and complete the case, replaced with a new reload. There was no patient harm. The patient status is alive, no injury.